Event description:
Reporter noted intermittent aspiration, no vacuum and cassette leak. Replaced cassette and sterile irrigating solution. Handpiece was clogged but cleared. System was changed to complete procedure. No pt injury reported.